Event description:
It was reported that during the surgical procedure, the customer experienced an unrecoverable system error code. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system fault experienced by the customer was associated with the s5vp pca. The system was repaired by replacing the affected s5vp pca. As of 09/12/06, there have been no reported recurrences of the issue at this hosp.